Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that they experienced an issue where the grip did not match the instrument orientation, preventing activation of arm 4 and displaying a persistent message. The tse initially found no related error messages in the logs and suggested a system reboot. After the reboot, the surgery resumed, but the issue reoccurred after ten minutes. The customer converted to another surgeon side console to continue with the procedure as planned. No known impact or patient consequence was reported. A procedure delay was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate but confirmed the reported complaint "grip does not match instrument orientation". In logs, the resistance was found indicating to the grip calibration issue, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The master tool manipulator (mtm) was installed onto the surgeon fixture test platform (sftp) where it passed all tests. As a result of these findings, failure analysis was able to conclude that the grip calibration was found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.